Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was in the fourth program, they leaked a little from their bowel and took pepto-bismol, but was still having soreness and a burning sensation in their vaginal area. It was noted that it still was not working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the patient is unsure if their device was working as it should be. They noted that the patient¿s vagina is sore, and they go through 8 pads during the day. The patient has urge incontinence every time they urinate. The healthcare provider stated that the patient never heard from the manufacturing representative. They mentioned that the patient is on program 4. The issue of the device not working was not resolved at the time of the report. No further complications were reported.